Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of unknown blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food, glucose tablets and intravenous drip in the hospital. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information related to event was missing in summary narrative and information provided with this report. (B)(4).

Event description:
It was reported that customer passed out.